Event description:
The pt was beginning dialysis when the machine began to alarm. The specific alarm was related to the pt weight and effluent bag. Upon investigation, it appears that the effluent tubing drain line and the pbp line are incorrectly assembled in the dialysis set. The pt was disconnected from dialysis and restarted with another machine and dialysis set. No pt injury or adverse consequence noted.